Event description:
The customer reported her blood glucose was reading over 300's mg/dl and she gave a bolus of approximately 3.1 units of insulin before going to bed. She also mentions that her bg reached 419 mg/dl (exact time was not provided). Upon removal she noticed the cannula had pulled out of the infusion site and it was also kinked. She stated it was painful wearing the pod and there was insulin leaking noted around the site.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the kink cannula or to determine if it could have contributed to the hyperglycemia. The user also reported a dislodged cannula. This condition could potentially interrupt insulin delivery and may lead to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.